Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient underwent valve implantation with initial pressure of 110. At the first follow-up, CT imaging demonstrated decreased ventricular size, suggestive of a functioning shunt, and skull x-ray confirmed the shunt pressure setting at 110. Later, the patient presented with worsening headache and elevated icp (intracranial pressure). Imaging showed features consistent with hydrocephalus. The shunt pressure was found to have automatically changed to 90, and repeated attempts to reprogram the pressure were unsuccessful. Based on clinical and radiological findings, the patient was assessed to require emergency shunt revision, and replacement of the existing shunt.